Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the navigation system onsite. The system performed as intended. A full navigation system was completed and all tests passed. Full system functionality was confirmed. No parts were returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the navigation system became unresponsive on the select patient screen. The representative performed a hard shutdown and when booting the system it became unresponsive on the black medtronic screen. After shutting down again, the system booted without issue and was able to go through the software freely. There was no patient present when this issue was identified.